Event description:
It was observed during the device evaluation, the bronchovideoscope showed an error e216 ( scope communication err). There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue occurred due to corrosion on plug unit caused by water leakage, fluid invasion which caused damaged to the scope connectors and plug unit. Probable cause based on reasonably known information could be due to physical stress , degradation, component failure. Olympus will continue to monitor field performance for this device.